Event description:
Prior to a surgical procedure with no patient on the table, the table was reported to be moving into tilt with no activation of the hand control.

Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012. The problems could not be duplicated when using the original hand control, the replacement hand control, and the service program. The original hand control exhibited signs of damage and was replaced.